Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during the procedure, the right atrial (ra) lead was placed in the right atrium. The measurements were not stable; however, the physician decided to wait, and continued the procedure to implant the left ventricle (lv) lead. The measurements for the ra lead were checked again, and were not satisfactory, therefore, the physician retracted the helix, and placed the lead again in a different position. This time, the helix would not extend, and the lead was replaced with a new one of a different model. No adverse effects to the patient were reported.